Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was placed in several locations however the sensing was testing lower than expected. The physician elected to remove and replace the rv lead to complete the operation. No patient complications have been reported as a result of this event.